Manufacturer narrative:
There was no patient involvement. The heater cooler 16-02-80 is not distributed in the USA and it is similar to heater cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater cooler system 3t. The incident occurred in barcelona, spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacteria avium chimaera during periodic monthly check. There is no report of any patient injury.

Manufacturer narrative:
Through follow-up communication livanova learned that the device is cleaned regularly according to the device instructions for use; water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 ¿m membrane used for tap water or equivalent performance filter is used. Prior to initial operation and prior to storing the heater-cooler surfaces and water circuits are disinfected, as for device surfaces disinfected after every operation. 3t aerosol collection set replaced after the allowed use period. Moreover, the device is placed insider the operating room with the fan positioned opposite to the patient at an estimated distance between 1,5 and 2 meters from the surgery field. In addition, the hospital user does use reusable heating blankets for the patient. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.